Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The peep valve was reset. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a peep high blockage alarm. There was no report of patient involvement.